Event description:
The customer reported an error code displayed and communication error recorded on the sys. No pt injury occurred. Also, the svc rep found the unit booted-up with collimator iris error.

Manufacturer narrative:
The svc rep found c-arm booting with collimator error, could not duplicate communication error. The svc rep verified feb power +5.07. Verified taps on transformer is tight, verified arch net cables thru c-arm and workstation ok. Found collimator stuck. Unstuck collimator and verified operation. Verified in error log comm error did occur saturday during case. Ordered interconnect cable. Removed and replaced interconnect cable asm. Booted unit and tested unit under all fluoro applications. Unit fully functional and operating as intended.